Event description:
I have severe torn chest wall muscles and I was having frequent episodes of rapid heartbeats associated with tightening of the chest that resulted in chest pain that was no longer being controlled by prescribed nitroglycerin. Therefore, a pacemaker was installed after I had a traumatic experience where I was unable to breathe and swallow water. On several occasions, I noticed that the pacemaker was making my heart palpitate rapidly and during the same time of the day while I had no cardio activity. Several times, I called the maker and explained to them that the pacemaker was acting like it was being controlled by an outside force. The same force that a patient experiences when they turn the pacemaker off for an MRI. They reset the device and did readings and stated that everything was okay. However, I am finding out that in ((B)(6)), there are groups of people who are hacking the pacemakers and can remotely control the pacemakers. My pacemaker is still in my chest and sometimes causes me pain. I believe the pacemaker is making my body retain excessive fluids.